Event description:
The customer was hospitalized for high blood glucoses. It was indicated that the customer changed the set. Troubleshooting was performed. The pump passed the functional testing. The histories and the programming on the pump were accurate. The lead screw made a complete rotation. The customer is not sure if they were admitted to the hosp based on high blood glucoses. Also the customer felt as though they were going to have a heart attack.